Event description:
It was reported that post a stenting treatment procedure, restenosis and atrial fibrillation occurred. The lesion was located in a 100% stenosed distal left circumflex (lcx) artery. A taxus liberte¿ stent of unknown size was implanted in the lesion reducing the stenosis to 0%. A second 90% stenosed lesion in the distal right coronary artery was treated with a bare metal stent reducing the stenosis in that lesion to 0%. No patient complications were reported. Six months later, the patient presented with restenosis. A 90% stenosed lesion was found in the proximal lcx. Poba was performed, reducing the stenosis to 25%. No further patient complications were reported. Three months later the patient presented with paroxysmal atrial fibrillation. The patient was treated with warfarin and an intravenous drip of herbesser. No further patient complications were reported and the patient recovered. The next day the patient expired. The cause of death is listed as acute aortic dissection, not cardiac related. No autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).